Event description:
It was reported that pump got wet after accidentally falling into pool and pump screen became dark and would not turn on, with pump showing red blinking light and vibrating regularly. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to connect pump to known working power source, but pump did not turn on, so technical support arranged replacement pump under warranty, advised customer to use multiple daily injections as backup therapy, to place malfunctioning pump in storage mode and return it with pre-paid label, and to set up replacement pump by re-entering pump settings, reconnecting continuous glucose monitor, and selecting appropriate setup option for customers coming from pump.